Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's atrial lead became dislodged. The lead was explanted and replaced. No further information was reported.